Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during implant, the lead was too small for the vessel. The insulation appeared to be dented and was repaired. The lead had unacceptable thresholds and the position was questionable. The lead was not implanted and replaced with a new one. No patient complications have been reported as a result of this event.